Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up. Upon troubleshooting fse found that there was a failure in suite pc due to the hospital ac unit was going out. To resolve the issue, fse replaced the suite pc and loaded new software. The defective suite pc was returned to philips for further analysis and found that the failed component was hdd bay. Due to manufacturing issues, the disk bay may not function as intended. The philips has initiated a medical device correction (z-1151-2024). Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.